Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to a coaguchek inrange training device and an unknown laboratory method. The meter result was 3.4 inr. The result from the coaguchek inrange training device was 2.6 inr. The laboratory meter result using a venous specimen was 2.5 inr. The repeat meter result was 2.7 inr. All of the measurements were performed within 30 minutes. The therapeutic range was requested but not provided.

Manufacturer narrative:
The customer's test strips were provided for investigation. The returned test strips were measured in comparison with the current test strip master lot. Two human blood samples from donors and internal reference meters were used. Results: measurement 1. Master lot: 2.5 inr. Customer's strip 1 = 2.5 inr. Customer's strip 2 = 2.6 inr. Measurement 2. Master lot: 2.4 inr. Customer's strip 1 = 2.5 inr. Customer's strip 2 = 2.4 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.